Manufacturer narrative:
Date of submission 11/07/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: on examination, the keypad was intact and without damage. On investigation, all the keypad buttons were unresponsive when tested. The keypad cover was removed for investigation and revealed no evidence contamination on the contacts of the keypad buttons. The keypad buttons were determined to be inoperable due to moisture contamination inside the pump. The pump case was cracked and moisture ingress was confirmed by leak testing. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive and that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.